Event description:
On (B)(6) 2013, the patient's mother reported that her son's infusion device had shut off and he noticed this when attempting to program a bolus. The patient changed the battery in the device and then it displayed e8 (power interrupt). The error message could not be cleared because the check button would not function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Manufacturer narrative:
The down button is permanent active due to external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt), additionally to the permanent activated up button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.